Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer did not have the proper accessories and equipment for the manual leakage test as noted in the reprocessing manual for the model pcf-h190l. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported that while giving a customer in-service, the endoscopy support specialist (ess) noted the customer did not have a maintenance unit (mu-1), used to perform the manual leak test on the scopes prior to manual cleaning. The ess was not able to train the customer on leak testing and the customer was not able to manually leak test the scopes prior to manual cleaning. They are currently leak testing the scopes in their evotech aer. The in-service was completed and addressed cleaning, disinfection, and sterilization per the manufacturer's instructions. The customer was advised to procure a mu-1.

Manufacturer narrative:
The definitive root cause could not be established. The probable cause has been determined as the user was conducting reprocessing without fully understanding the instructions for use. Per the product instructions for use (IFU): "1.1 instructions: this manual contains the reprocessing methods recommended by olympus for the endoscopes and accessories listed on the front cover. 1.4 precautions: perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. 5.4 leakage testing of the endoscope: equipment needed: leakage tester (mb-155)". Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria.